Event description:
It was reported that during a da vinci si surgical procedure, the wire on the permanent cautery hook instrument came of track. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wires were intact and undamaged; however, the drive cable was frayed at the distal clevis hub. The frayed strands were sticking out the wrist. The other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.